Manufacturer narrative:
The medical center in (B)(6) did return the impella product for analysis. Upon examination of the impella pump there was an observation made of damage to the wound closure tip. This damage allowed for the blood loss and hematoma development. The failure mode will be monitored and trended.

Event description:
A (B)(6) year old female patient in (B)(6) was admitted for a high risk coronary artery angioplasty under hemodynamic support of the impella 2.5 pump. Access to place the 2.5 was complicated by the patient's adipose tissue, but the pump was successfully placed and the case proceeded. The pump remained of for support of just under one day. The explant of the pump was complicated by bleeding and the development of a hematoma at the access site. The patient did received blood replacement.